Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case ,cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in device history files and in power graph generated by adapt power management tool due to j6 resistance connector issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm. The customer was able to clear the alarm and rewind the insulin pump. Notification light did not stop flashing immediately. The customer reported that the power error detected alarm recurred within a week of troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.